Manufacturer narrative:
Calibration and quality control data is acceptable. The analyzer alarm trace has several alarms that might indicate a general pre-analytical issue, however it is not known at what time the sample was pipetted. An assay related issue could not be detected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable high elecsys total psa immunoassay results for 1 patient sample tested on a cobas e 801 module. The initial total psa result was 5.63 ng/ml and was reported outside of the laboratory. The physician questioned the result. On (B)(6) 2019 the sample was repeated and the total psa result was 0.006 ng/ml which matched the patient's clinical history. There was no allegation of an adverse event. The total psa reagent lot number and expiration date were asked for but not provided.